Manufacturer narrative:
The device was not returned to olympus for inspection so the reportable malfunction was not confirmed. Based on the results of the investigation performed by a 3rd party repair center, the allegation was also not confirmed. However, during their evaluation they noted a separate reportable malfunction: the device was displaying an e216 scope communication error. The 3rd party investigation did not identify a definitive root cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was displaying scope communication error e315 during setup/inspection prior to clinical use. There was no patient involvement.